Event description:
During skin treatment procedure, the laser signaled an "out of calibration" message. The laser was recalibrated and the procedure continued. After the procedure the dr found small blisters in the treated area. Ice was immediately applied. Any untoward pt effects would not be able to be determined until the area heals.